Event description:
The customer complained of experiencing high blood glucose levels. The customer's blood glucose reading was over 599 mg/dl. At the time of the report, the customer stated that he felt dizzy and was vomiting. The customer sounded confused and was unable to speak clearly. Paramedics were called to assist the customer. After the customer was hospitalized, a nurse from the hospital called to verify the programming in the insulin pump. The insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.